Event description:
The customer reported less than two (2) milliliters of blood fluid and diluent leaked outside the instrument during open mode probe cleaning involving coulter lh 500 hematology analyzer. The customer stated results were verified and correlated with another unit's values. No erroneous results were generated. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered diluent leaked through the rinse probe. The fse replaced the rinse probe, cleaned, adjusted, and lubricated the slide bar to the rinse probe and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).